Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No moisture damage found on the electronic assembly/motor. The device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer was thrown into the pool with the insulin pump. It was stated that after inserting the battery, the insulin pump alarmed battery out limit; they were able to clear the alarm but the buttons would not respond when trying to program the time/date. Customer's blood glucose value was 11.0 mmol/l. The customer reverted to manual injections. The insulin pump was replaced and returned for analysis.